Event description:
It was reported by the distributor ethicon inc. That ethicon risk management stated that (B)(4) sold biopatch with bulk non-sterile product code 9150 (one case containing 500 individual biopatch units) directly to a hospital. The biopatch catalog no. 9150 is sold non-sterile to be further processed to the customer j and j wound management, a division of ethicon inc. By integra. The finished good is packed individually in a blue blister sealed with a tyvek, which does not indicate product is sterile. One hundred units are placed in a zippered poly bag and identified as non-sterile using a shipper label. Five of these poly bags are placed in a corrugated carton, which is then shipped to customer with a shipper label identifying the contents as: 5 x 100 and non-sterile. The packaging and shipping labeling of the biopatch catalog no. 9150, 9151 and 9151 and 9152 is completely different from the biopatch catalog no. 3150, 3151 and 3152, which is the sterile product, packed in blisters and then into a dispenser box containing ten individually packed units. Nine biopatches out of 500 were used on more than one patient. To date no adverse patient events have been reported.

Manufacturer narrative:
To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported information. A health hazard evaluation provided by ethicon inc. Is attached.